Event description:
It was reported the patient wants her generator explanted and does not want to be re-implanted because the generator was hurting her. The vns generator's battery has been dead for 2 years, which confirmed the pain was not due to stimulation. No surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.